Event description:
Reporter indicated that a vns patient implanted for 2 years, now experiences a prolonged q-t interval. The patient was reported to have a family history of cardiac problems and further testing is planned to determine if vns is a factor.